Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of electromagnetic interference or noise during tachycardia episodes and oversensing of atrial episodes. It was further reported that the device experienced undersensing during pause episodes and the sensing of atrial waves resulted in a ventricular event to be sensed as fibrillation sense (fs). The icm remains in use. No patient complications have been reported as a result of this event.